Manufacturer narrative:
Follow-up #1; date of submission: 03/13/2017. The device has been returned and evaluated by product analysis on 02/27/2017 with the following findings. During investigation, the current measurements were found within specifications. The temperature issue complaint was unable to be duplicated. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.